Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator has not been done yet.

Event description:
It was reported that the ventilator respiratory rate fluctuated. There was no patient involvement.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation; however, the alleged malfunction could not be confirmed. No fault was found with the device. The device was due for preventative maintenance; parts replaced were unrelated to the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.